Manufacturer narrative:
This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported anesthesia gravity set was popping out of the customer in the or. No patient harm or medical intervention occurred. No further patient/event information was reported.